Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called and spoke with a philips representative. The customer requested just a replacement battery with no engineer evaluation. There was no reported patient involvement/adverse patient impact.